Event description:
Medtronic received information indicating that during use of this affinity oxygenator, a leak occurred under the fiber bundle of the device. The unit was changed out with no adverse patient effect. The device was returned for analysis.

Manufacturer narrative:
Product analysis:upon receipt at medtronic's quality laboratory, visual inspection showed evidence of blood in both gas inlet and outlet sides of the unit. Performance testing confirmed a lead from the bottom of the unit. Based on the analysis results, the clinical observation was confirmed. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Conclusion: based on the analysis results and investigation, it was suspected the leak originated from the side seam bond of the upper and lower heat exchanger housings. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger or a physical shock to the product may have compromised the bond. Historically, this issue has been found to occur during overly aggressive shipping and handling causing the partial bond to fail resulting in leak. (B)(6). (B)(4).